Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the customer had air bubbles in the reservoirs on multiple occasions. The blood glucose at the time of the incident was 3.1 mmol/l. It was advised that the customer was following the proper filling process and the nurse confirmed it. The customer would get small air bubbles that would become a large one when tapping the reservoir and then it would be purged out. Troubleshooting was not performed. A representative was contacted for further assistance. The product will not be returned for analysis.